Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage to the electronic assembly. No motor error alarm could be verified due to the blank display. However, a corroded motor home switch was noted. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, cracked reservoir tube lip and a cracked reservoir tube.

Event description:
It was reported that the customer had blood glucose level of 440mg/dl. Customer received a motor error alarm. It was also reported that the customer's insulin pump had a blank display. Customer's blood glucose level at the time 279mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.